Event description:
A healthcare professional reported that air entered the infusion line during a surgery. There was no pt harm. Add'l info has been requested for this case.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).